Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("medical device removal") in a 60 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced asthenia ("significant asthenia"). In 2013 she experienced stress cardiomyopathy ("several episodes of cardiac stress (episodes of tako tsubo in 2013, 2018 and 2021 following emotional shocks") and emotional distress ("emotional shocks"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed by surgery (explantation of the devices by bilateral salpingectomy with resection of the uterine horns). At the time of the report, the medical device removal had resolved. The reporter considered asthenia, emotional distress, medical device removal and stress cardiomyopathy to be related to essure administration. The reporter commented: the female patient consulted in (B)(6) 2023 because she wished to have the devices removed. The devices were found complete. Lot number unknown. The devices have not been retained for expert evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2010: insertion details: 1 coil on the right, 3 coils on the left. [Laparoscopy] on (B)(6) 2023: explantation of the devices under general anaesthesia: bilateral salpingectomy with partial resection of the uterine horns, the devices are found complete. The postoperative course was straightforward. [Pathology test] on (B)(6) 2023: the anatomical pathology report of the tubes does not reveal atypical cells. [Ultrasound scan] in (B)(6) 2023: 9 cm long-axis uterus. Fibromatous endometrium measuring 4.8 mm, no adnexal anomaly. The intra-tube devices are in place and visible based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("medical device removal") in a 60 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, she experienced asthenia ("significant asthenia"). In 2013, she experienced stress cardiomyopathy ("several episodes of cardiac stress (episodes of tako tsubo in 2013, 2018 and 2021 following emotional shocks") and emotional distress ("emotional shocks"). On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced asthma ("treated allergic asthma / asthmatic bronchitis"). The patient was treated with surgery (bilateral salpingectomy with partial resection of the uterine horns.). At the time of the report, the stress cardiomyopathy and emotional distress were resolving. The outcome of asthma was unknown. The reporter considered asthenia, asthma, emotional distress, medical device removal and stress cardiomyopathy to be related to essure administration. The reporter commented: the female patient consulted on (B)(6) 2023 because she wished to have the devices removed. The devices were found complete. Lot number unknown. The devices have not been retained for expert evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2010: insertion details: 1 coil on the right, 3 coils on the left. [Laparoscopy] on (B)(6) 2023: explantation of the devices under general anaesthesia: bilateral salpingectomy with partial resection of the uterine horns, the devices are found complete. The postoperative course was straightforward. [Pathology test] on (B)(6) 2023: the anatomical pathology report of the tubes does not reveal atypical cells. [Ultrasound scan] on (B)(6) 2023: 9 cm long-axis uterus. Fibromatous endometrium measuring 4.8 mm, no adnexal anomaly. The intra-tube devices are in place and visible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: event allergic asthma/ asthmatic bronchitis added. Event outcome updated. Essure removal date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("medical device removal") in a 60 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2013 she experienced stress cardiomyopathy ("several episodes of cardiac stress (episodes of tako tsubo in 2013, 2018 and 2021 following emotional shocks") and emotional distress ("emotional shocks"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced asthenia ("significant asthenia"). The patient was treated with surgery (explantation of the devices by bilateral salpingectomy with resection of the uterine horns). At the time of the report, the medical device removal had resolved. The reporter considered asthenia, emotional distress, medical device removal and stress cardiomyopathy to be related to essure administration. The reporter commented: the female patient consulted in (B)(6) 2023 because she wished to have the devices removed. The devices were found complete. Lot number unknown. The devices have not been retained for expert evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2010: insertion details: 1 coil on the right, 3 coils on the left. [Laparoscopy] on (B)(6) 2023: explantation of the devices under general anaesthesia: bilateral salpingectomy with partial resection of the uterine horns, the devices are found complete. The postoperative course was straightforward. [Pathology test] on (B)(6) 2023: the anatomical pathology report of the tubes does not reveal atypical cells. [Ultrasound scan] in (B)(6) 2023: 9 cm long-axis uterus. Fibromatous endometrium measuring 4.8 mm, no adnexal anomaly. The intra-tube devices are in place and visible quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("medical device removal") in a 60 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2013, she experienced stress cardiomyopathy ("several episodes of cardiac stress (episodes of tako tsubo in 2013, 2018 and 2021 following emotional shocks") and emotional distress ("emotional shocks"). On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced asthenia ("significant asthenia"). The patient was treated with surgery (explantation of the devices by bilateral salpingectomy with resection of the uterine horns). At the time of the report, the medical device removal had resolved. The reporter considered asthenia, emotional distress, medical device removal and stress cardiomyopathy to be related to essure administration. The reporter commented: the female patient consulted in (B)(6) 2023 because she wished to have the devices removed. The devices were found complete. Lot number unknown. The devices have not been retained for expert evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2010: insertion details: 1 coil on the right, 3 coils on the left. [Laparoscopy] on (B)(6) 2023: explantation of the devices under general anaesthesia: bilateral salpingectomy with partial resection of the uterine horns, the devices are found complete. The postoperative course was straightforward. [Pathology test] on (B)(6) 2023: the anatomical pathology report of the tubes does not reveal atypical cells. [Ultrasound scan] in (B)(6) 2023: 9 cm long-axis uterus. Fibromatous endometrium measuring 4.8 mm, no adnexal anomaly. The intra-tube devices are in place and visible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: hospital reference number was added to mir. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.